Event description:
"During arthroscopy left hip, the tip of guide wire broke off in the pt. A one inch incision was made and piece was retrieved. All pieces were accounted for. No long term affects to the pt". It was confirmed that the surgeon did experience a delay to the surgery but it was not a "significant" delay. A back-up wire was available to complete the surgery. No pt injury resulted.